Event description:
The rptr initially returned product for leaking. During in-house evaluation, it was determined that the manifold was leaking due to a crack in the fluid path of the stopcock plug. There was no pt injury or treatment associated with this event.